Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the tibial articular surface provisional was found to be broken the day after it was used in surgery. The device was not noticed to be broken during surgery.

Manufacturer narrative:
Visual inspection of the returned tasp bottom confirmed that the device had fractured into two pieces near the post. Both pieces were returned. This device is used for treatment. An investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Persona tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification.